Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 16-feb-2024. It was reported that tip damage occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the end tip was damaged. The procedure was completed with a different device. No complications were reported. However, returned device analysis revealed a pinhole 14mm from the tip.